Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cs300 intra aortic balloon pump (iab) would turn off by itself and that the display fails. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
The initial reporter¿s name in block e1 was shortened in follow-up MDR 1 due to field character limit. The full name is (B)(6). The getinge field service engineer (fse) reported that there were no issues observed with the display and that the blood detect tubing was replaced for no reason at all. We are seeking additional clarification as to why the blood detect tubing was replaced.. The fse has advised that the parts are not available for return. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed that the iabp unit would not turn on. The fse located the fault then returned at a later date to continue troubleshooting. The fse noted that the solenoid driver board was bad. The fse then returned at a later date and replaced the solenoid driver board, blood detect tubing, batteries, and safety disk and used the 5000 preventative maintenance kit. The fse then completed completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. It is expected that the suspected faulty parts will be returned to getinge's national repair center for failure analysis; a supplemental report will be submitted upon completion of failure analysis.

Event description:
It was reported that at start up, the cs300 intra aortic balloon pump (iab) would turn off by itself and that the display fails. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h6(component codes). The fse advised that it was not a request of the customer to replace the blood detect tubing.